Manufacturer narrative:
Siemens filed the initial MDR on 30-nov-2018. Additional information (04-dec-2018): siemens further investigated the issue and determined that quality controls (qcs) were imprecise when the discordant results were obtained; siemens determined that the imprecision observed in the qcs was potentially due to a maintenance need. The customer indicated that the correct qgard was installed on the instrument, however the data suggests that a progard was inadvertently replaced, in place of the qgard. Siemens determined that a water quality issue (due to a maintenance need) or the incorrect installment of a progard filter potentially contributed to the discordant results. Results and conclusion codes were updated to reflect the additional information. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely elevated k and co2 results were obtained on a dimension vista 1500 instrument after they replaced the qgard filter on the instrument; the customer reported that the instrument triggered errors, indicating an issue with the water purification module (wpm) post qgard filter replacement. The customer replaced the qgard filter again, restarted the instrument and ran quality controls; the quality controls recoveries were high. The customer also reported that the quality controls recovered within ranges after the water tank was flushed by running samples on the instrument. The cause of the discordant co2 and k results is unknown. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant co2 results were not reported to the physician(s). Additionally, one discordant, falsely elevated potassium (k) result was obtained on another patient sample on the same instrument. The discordant k result was reported to the physician(s). The samples were repeated on alternate dimension vista instruments, resulting lower. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k and co2 results.